Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected on the housing nor arch height; pump tube could not reach to touch the fixture. During functional testing, the sample was set for accuracy testing using a pump solis vip and a balance mettler toledo to look for unusual function. From five (5) samples received, only three (3) samples were tested due to the confirmation of reported failure mode; the third sample failed the accuracy test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd administration set was defective because the administered volume (8ml) varied between 0.5ml and 7.5ml. The issue was discovered at the removal/end of therapy. All analgesia pumps were tested with set cadd from different lot numbers. For two numbers of lots, the pumps delivered the 8 ml requested. Only with the number 38350, the volume varied. There was no reported adverse event.